Event description:
It was reported that the coil protruded from the catheter's tip during removal. A 3mmx12cm interlock coil was selected for use in a severely tortuous vessel. During procedure, the coil became stuck in the distal part of the catheter. Furthermore, when the coil was removed from the patient's body, it was noted that the coil protruded from the tip of the microcatheter. Only the coil was removed as it was and the procedure was completed with another of the same device. No patient complications were reported and patient was good post procedure.